Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was intermittently observed during initial testing but not reproduced consistently. The intermittent fault was unable to be reproduced after disassembly and trouble-shooting. The device was put through extensive testing which included full functional testing without duplicating any faults to the device. The logs confirmed that the customer was experiencing connection issues. We recommended to replace the CPR adaptor and multifunction cable as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately displayed an "attach pads" message and was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.